Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, component codes), e1 (event site state) nurse stated that a gas loss alarm she just noticed on a catheter placed a couple of hours ago. The patient was in a cath lab holding area, waiting for transport to an outside facility. Esp personal had the nurse check the helium tubing for blood, which was clear and the connections were tight. She stated the patient was not vented or on bipap. Esp personal asked her to check the insertion site right where it breaks the skin to confirm if it appeared to be restricted. She said there was a large gauze dressing and she didn't want to remove it. Esp personal had her press iab fill, then start to resume pumping. Head of bed was flat, and she reported no large abdomen or adipose tissue in femoral area. Texted image after pumping for a minute or two revealed a slightly rounded gas waveform. She did not know which sheath they used for the insertion, but she did say they did not use the getinge one from the kit. They will continue to monitor for now and relay the information to the transport team that should be arriving shortly. Esp personal told her to call back if the alarm becomes more frequent or she is unable to resolve using the steps from the help screen.

Event description:
Na.